Event description:
It was reported that there were issues with the delivery of oxygen. There was no patient harm reported. (B)(4).

Manufacturer narrative:
It was reported that the oxygen flush did not work properly. Our company field service engineer investigated the anesthesia system at the hospital. The investigation found a defective o2 flush valve. The defective part was replaced and the anesthesia system was returned to clinical use. We have not received any device logs or the replaced part. We are therefore not able to determine the true cause of the issue.

Event description:
Manufacturer's reference #: (B)(4).